Manufacturer narrative:
G4:29nov2020. B4:30nov2020. The customer experienced a navigation-ring failure during preventative maintenance (pm). The philips field service engineer (fse) confirmed and duplicated the reported issue via operational check. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The original submission MFR. Report no longer meets the criteria for a reportable event due to the customer confirming the touchscreen remained operable at the time the nav-ring failure was discovered, and the device was not jumping setting without user input. This no longer meets the criteria for a reportable event due to the findings of a functioning touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported a ventilator with a nav-ring failure. There was no patient involvement or harm. This event was reported to have occurred during performance verification testing.